Event description:
Pt admitted from nursing home. Catheter was exiting the right upper quadrant of the abdomen. Physician assumed it was a peg feeding tube. Physician dictated in the history and physical that pt had a peg tube. Tube feeding was ordered to be given via the peg. The nurses thought the tube looked unusual, it was slightly smaller in diameter. The tube had a metal cap on the distal end. The nurses thought it must be a feeding tube because the dr ordered tube feeding. It was difficult to start the feeding, but with use of a lopez valve the nurse was able to adapt the tube feeding to the catheter. Placement of the tube was verified by auscultation. There was no residue. Approx 12 hours later, the physician realized the tube exiting the abdomen was a peritoneal dialysis catheter. Dialysate was used to flush the feeding out of the peritoneum. Antibiotics were given IV and intra-peritoneal. Pt developed peritonitis. If tubes were labeled by the MFR with the name of the tube this event may have been prevented. Other causative issues were identified, but this report submitted to bring to the attention of FDA that if companies labeled tubes with name of devices there would be less likelihood of an error such as this.